Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. The patient reported that their ins had not worked as expected and didn't relieve their thoracic pain since implant. The patient reported that the healthcare provider (hcp) was not able to get the lead in the optimal location for capturing the thoracic pain. The patient noted that they hadn't had their stimulation on in over a year because of the lack of pain relief and charging issues. The patient reported that they had to wear the insr so tight to assure coupling that it left little blisters on their skin. The patient reported that their implanted battery had moved some and that it had moved closer to the surface of the skin. The patient reported that the edge of the battery ¿pokes out¿ near their waistline and that it¿s in an awkward position. The patient reported that about 4 ¿ 5 months prior to the call they were unable to communicate with the ins with the patient programmer and the ins recharger. The patient was also unable to charge their ins at that time. The patient was planning on having a MRI the week after the report and wanted to have a physician mode reset performed so that the device could be set to MRI mode. No further complications are anticipated.

Manufacturer narrative:
All previously reported codes are still relevant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-54 serial# unknown product type accessory if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had difficulty with recharging since implant. The patient had a difficult time obtaining and maintaining proper recharge coupling. The patient reported that they would sit still for hours in hopes of getting enough coupling to charge the ins, but eventually gave up. The patient reported that they met with a manufacturer representative one time and were unable to acquire good coupling. No symptoms or complications related to the coupling issues were reported.